Event description:
Event description guidant received information that this defibrillation lead was exhibiting an increased pacing impedance and threshold as well as a decrease in r wave amplitude. As a result, this lead was explanted.

Event description:
Guidant received information that this defibrillation lead was exhibiting an increased pacing impedance and threshold as well as a decrease in r wave amplitude. As a result, this lead was explanted.

Manufacturer narrative:
A non-guidant defibrillation lead was successfully implanted. No additional information was provided. If additional information becomes available or if the product is returned, this event will be reopened. Approximately five years later this lead was explanted during an unrelated procedure and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal lead segment was performed. The lead returned was severed 210 mm from the terminal pin. Set screw marks were noted on the is-1 terminal pin, is-1 ring, and on the distal and proximal high voltage (hv) terminal pins. Blood/body fluid was noted on the lead body and slightly in the lumen of the lead. Analysis could not confirm the clinical observations with the lead segment returned.